Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection for a procedure, the spider 2 tenet 7615 was not holding. The procedure was successfully completed without delay using a back-up device. No patient involved at the moment of the incident.